Manufacturer narrative:
Complaint conclusion: as reported, upon opening the package, the 10f optease retrieval catheter was found to be creased but not separated. The procedure was completed by changing to a new one. There were no reports of patient injury. The device was stored and prepped per the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The user was trained to the device. The device will be returned for evaluation. A non-sterile 10fr optease retrieval cath unit was received for analysis. During visual inspection, a compressed/crushed section was found approximately 2.4 cm from the distal tip. Additionally, a cracked condition was seen on the opposite side of the compressed/crushed section, also at approximately 2.4 cm from the distal tip. No other anomalies were noted during the visual analysis. Dimensional analysis was performed to verify the correct catheter outer diameter (od) and inner diameter (ID). Measurements were taken near the compressed/crushed and cracked section and found within specification. For microscopic analysis, amplified images of the compressed/crushed and cracked sections were captured using the vision system. Additionally, the braided wire was observed to be exposed. No other anomalies were noted during the microscopic examination. Sem analysis was performed on the cracked material to identify the root cause of the damage. The results presented evidence of micro-elongations along the wire bends. No other anomalies were seen during sem analysis. Based on the information provided, the condition of the unit upon receipt, and the investigation conducted, the reported failure of ¿catheter (body/shaft) (optease retrieval catheter) - compressed/crushed¿ was not confirmed. The compressed/crushed section was found at 2.4 cm in the brite tip/distal tip. However, the malfunction ¿catheter (body/shaft) (optease retrieval catheter) -cracked¿ was confirmed during this evaluation. Micro-elongations in plastic materials are commonly associated with localized tensile stress and deformation. Therefore, it is assumed that the plastic material was subjected to a tensile force that induced these elongations prior to cracking. The crack was found on the opposite side of the crushed condition therefore, it¿s likely the device was exposed to an excessive compressive force that resulted in both identified failures. The exact source of this force was not found but may be a result of storage or handling factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the optease retrieval catheter upon removal from packaging to verify that it is undamaged. Warning: do not use an optease retrieval catheter that has been damaged in any way. If damage is detected, replace with an undamaged optease retrieval catheter.¿ based on the available information, there is no sign that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, upon opening the package, the 10f optease retrieval catheter was found to be creased but not separated. The procedure was completed by changing to a new one. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The user was trained to the device. The device will be returned for evaluation.addendum: per pe findings, a cracked condition was observed on the opposite side of the compressed/crushed section, also at approximately 2.4 cm from the distal tip.